Event description:
It was reported that the device was used during a hartman takedown. It was reported by the rep that the "rnfa" in the case stated "we could not open even within the green fire area" while trying to open the cdh25. There was no consequence to the pt.